Manufacturer narrative:
Concomitant medical products: product ID 3982a, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had increased pain and less than 50% therapy relief at an unknown location. A telemetry reading showed implantable neurostimulator (ins) battery depletion. An invasive surgical procedure occurred to replace the ins. Medical intervention included level 1 pain medication being administered and the patient was hospitalized from (B)(6) 2013. It was noted the type of battery depletion was considered normal. The patient status at the time of report was alive with no injury. The issue was resolved.